Event description:
According to the reporter: pt with laminectomy with facet fusion. Surgeon had to bring pt back to surgery for severe pain and MRI demonstrated fluid collections at each of the laminectomy sites, one causing severe lumbar stenosis corresponding to his pain. There was a gelatinous area of the tissue in this area corresponding to duraseal reaction.

Manufacturer narrative:
(B)(4).